Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. A visual inspection revealed no damage or irregularity. Microscopic inspection revealed a pinhole 2mm proximal from the distal markerband. There was contrast and blood in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported, and the patient condition was good post-procedure.